Event description:
It was reported that the pacemaker exhibited extra cardiac stimulation. It was noted that when the rf telemetry was off the patient was experiencing heart palpitations. The palpitations would resolve once the rf telemetry was turned back on. Further information was requested, however was not provided.